Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump fell on the ground and the display sustained a crack. It was reported that the display cannot be read well. It was reported that the customer was advised that the pump would be replaced and returned for analysis. It was reported that the customer was advised to continue to use the pump until replacement arrived. No further information provided.